Event description:
The site reports that the pt name was changed, creating a pt data mismatch. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).